Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible in clinic. No medical intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found a partial lead was returned in two pieces. External insulation abrasion was noted at 36.2 cm to 36.5 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. This most likely contributed to the reported complaint from the field.

Event description:
New information on 06/22/2016 indicated that the atrial lead exhibited noise; the noise was reproducible with pocket manipulation and isometrics. The patient presented for lead revision. The physician elected to explant the atrial lead. During the procedure, the atrial lead had difficulty being removed from the device header. The lead was cut and replaced. There were no adverse consequences to the patient. The patient was in excellent condition post procedure. The patient would continue to be followed normally.